Event description:
It was reported stimulation was unable to be provided to the patient's ((B)(6)) pain pattern. Diagnostics indicated decreased impedance readings. Surgical intervention was undertaken and reportedly, the extension was found to be fractured. The extension was explanted and replaced and stimulation was restored.